Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose increased to 559 mg/dl due to a bent infusion set cannula. The patient's blood glucose at the time of call was over 600 mg/dl. The patient treated via manual insulin injection and insulin pump therapy. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.